Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, patient had bleeding, there was end tone head, and no regrasp alert.

Event description:
According to the reporter, during small bowel resection, patient had bleeding amounting to 150ml, when the small bowel mesentary was being divided. The jaws of the device were closed along the mesentary and device activated in the usual fashion, on the usual ¿chime¿ at the end of the burn, the scissor trigger was fired and the jaws then released, but there was no evidence of coagulation (usually there would be a sizzle/burn as the coagulation was happening, with a small amount of char visible afterwards). Division of the mesentary was continued along a length of 8 inches or so before re-inspection long the cut edge showed no haemostasis. A replacement ligasure was opened and the mesentary was re-divided slightly deeper towards its base, with immediate ¿sizzle/burn¿ from the tissueand haemostasis.

Manufacturer narrative:
Additional information: event, concomitant medical products , PMA/510k, device evaluated by MFR, device evaluated by MFR evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily, and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. The instructions for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.